Event description:
On (B)(6) 2013, the reporter indicated their old pump may not have been delivering appropriately. The reporter stated after receiving their new pump, the patient's blood glucose levels were better than when on the old pump. This complaint is being reported due to a potential delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.